Manufacturer narrative:
Returned device was received and leak testing was performed. No leaks were detected when testing the returned sample. No discrepancy was found with the returned product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Two cadd administration sets - non flow stop samples were returned for analysis. One sample was too contaminated and was unable to be decontaminated in order to be analyzed and was disposed of. The other sample was able to be investigated. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. The sample was received cut from the tube connected to inj. Site to male luer. Leak testing on the sample received was performed using a syringe to look for unusual functions. No discrepancies were detected; test successfully passed. Per previous complaints a review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described. During the manufacturing process, production personnel do a visual inspection before a process (assemble, bond, etc.) To ensure that the material is in perfect shape; also right after a work station, personnel redo an inspection in order to find any discrepancies. Quality takes a sample of 15 units at an interval of two (2) hours, prior to placing product in bag, in order to verify that parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance. The cause of the issue cannot be determined since the complaint was not confirmed due to the fact that the sample was successfully tested and no discrepancies as the reported was found.

Manufacturer narrative:
The event occurred in (B)(6) but was reported by the u.s site. Related MFR numbers are : 3012307300-2019-06191, 3012307300-2019-06192.

Event description:
Information was received indicating that the cadd administration set leaked was found leaking during infusion. The leak was noticed from the stinging cap of the "y". There was no reported injury to the patient.